Event description:
Customer reported blood glucose results of 548 mg/dl and 152 mg/dl within 10 minutes on the active system. Customer reported symptoms, discontinued call to self treat. No adverse event reported. Unable to request the return of the system.